Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified three additional complaints for same or similar issue and identified two additional complaints with same lot and no additional complaints with same item/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "fixation method results in host bone damage/fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10747/10748. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a knee arthroplasty surgery on (B)(6) 2014, the patient's tibial island fractured, which required 1 screw and bone sutures for reconstruction. No further information was provided.